Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth with drainage at the abutment. Subsequently, the patient was treated with silver nitrate and the site has since healed.